Event description:
It was reported that the home patient (hp) had air bubbles in the lines while using an integrated peritoneal dialysis set during the first fill of therapy on a homechoice (hc) machine. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) arranged to swap the hc per the caregiver (cg)'s request. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.